Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test. The first test performed on (B)(6)2022 on a nasal sample generated a positive result. Per the user, the reagent drops were added to the bottom sample hole and not the top. Additionally, the user does not recall whether they rotated the swab within the card. A second test was performed the same day and generated a negative result. The consumer stated they were symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 181454 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 181454, test base part number 195-430h / lot: 179220. The lot met the required release specifications. A review of the complaints reported as false positive or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 181454 (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could be related to the self-test user performance as the customer stated the reagent drops were added to the bottom hole of the test card and the customer does not recall rotating the swab 3x to the right as stated in the product insert.